Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-33, lot # va0plry, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
It was reported that since implant, the device kept shutting off. The patient worked in a kitchen that has a lot of microwaves and high maintenance stoves. The weekend prior to the report, the patient was working in the kitchen and the device kept shutting off and on. The device would turn off and the patient would check it and turn it back on. No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.